Manufacturer narrative:
E1 - initial reporter establishment name-(B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had appeared no image on the processor. The issue was identified during diagnostic colonoscopy procedure. There were no reports of patient harm.